Event description:
It was reported that; during a case with a neurosurgeon in a public hospital, 2 k-wires broke while inserting into the vertebral body through the jamshidi needle. The surgeon was holding the wires with a wire holder and impacting with a small mallet on the holder itself, no impaction was applied onto the wires itself. Both times the surgeon was able to withdraw the wires and insert another one to complete the procedure.

Manufacturer narrative:
Risk assessment; the product was not returned as they were disposed and no lot#s were provided. Therefore, device evaluation, device history review and complaint history review could not be performed. The exact root cause cannot be determined conclusively.

Event description:
It was reported that; during a case with a neurosurgeon in a public hospital, 2 k-wires broke while inserting into the vertebral body through the jamshidi needle. The surgeon was holding the wires with a wire holder and impacting with a small mallet on the holder itself, no impaction was applied onto the wires itself. Both times the surgeon was able to withdraw the wires and insert another one to complete the procedure.